Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular graft exclusion of thoracic aorta procedure. Reportedly, the lever of the proglide device was opened; however, the foot did not open, and the needles could not be deployed. The proglide device was removed and the sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. The operation time and operation cost were increased, and the intraoperative bleeding of the patient was increased by about 5ml. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. It is possible that a manufacturing issue or a positioning issue prevented the foot from opening. Without the returned device, the cause cannot be determined or confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.